Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. .

Event description:
It was reported by the patient that the cassette was defective and had to be changed. The patient was provided back up cassettes. No further information is available. No patient injury was reported.